Event description:
Company representative reported ¿the reason for removal was not provided". This record is for the right side. Healthcare professional later reported rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical damage and missing shell assessed as inconclusive. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.

Event description:
Company representative reported ¿the reason for removal was not provided". This record is for the right side. Healthcare professional later reported rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.